Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq ,crt-d, implanted: (B)(6) 2015; 5076-52, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that within one week of implant, the patient experienced pericardial effusion with tamponade. Lead perforation and af (atrial fibrillation) with rvr (rapid ventricular response) were also noted. A pericardial tap was performed. Thresholds were normal on all three leads and the physician could not determine which lead may have perforated, so all three leads were repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.